Event description:
It was reported that the autopulse resuscitation system is experiencing a lot of low times. There is no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.